Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included bench handling, impedance, and defibrillation testing without duplicating the report. A battery was received with the device and passed functional testing but was not the battery used during the reported event according to the battery log. The device had no issues charging with returned battery. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.